Event description:
The product was used during an inguinal hernia procedure. Reportedly, the staples did not form properly. No pt injury was reported.

Manufacturer narrative:
8/19/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.